Event description:
Reportedly, the instrument was loaded and used properly. It was reloaded a second time and did not function properly. A third, new cartridge was loaded. While the instrument was in the patient, the surgeon toggled the instrument and the needle fell off. The surgeon tried to retrieve the needle but was unsuccessful. An x-ray was taken and it was determined that the needle was safely placed in the patient's tissue. The patient was informed of the situation. The surgeon did not feel it would affect the patient.